Event description:
The t-handle broke off of the drill guide during impacting. The thread broke off inside the drill guide.

Event description:
The t-handle broke off of the drill guide during impacting. The thread broke off inside the drill guide.